Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units fiber port is broken out. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse checked and found that the unit would fail the drive manifold test (pressure leak fails). He disassembled the unit and cleaned/lubricated all of the fittings on the drive assembly. Also re-secured all connections and re-tested, the numbers were well within specs and then replaced fiber optic cable assay and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.